Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: bi71000452, serial/lot #: none; product ID: bi71000159, serial/lot #: none, device evaluated by MFR: the manufacturer representative went to the site to test the imaging system. The covers were damaged when hit. The system was functional in the meantime. The covers were replaced. System functions checked. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that during a scan the imaging system hit the carbon table and made a loud noise. The next step was to replace the damaged parts. There was no delay to the procedure. However, the site decided to abort the procedure. No impact on patient outcome. Additional information received stating that due to european laws the procedure type is unknown. The procedure was not aborted after anesthesia and before the incision. There were no unused spins taken and the louvre cover was replaced. The next procedure has not been scheduled. The table was hit prior to the site trying to take an image.